Event description:
Description from the customer report: "the customer stated the cardioplegia side button would not activate." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device, (B)(4). A maquet field svc tech investigated the unit and found the cardioplegia side button would not activate. Troubleshoot the sys and determined an intermittent connection on the keypad caused the problem. The tech rest the keypad connection and tested sys to factor spec. All tests were performed successfully. A supplemental medwatch will be submitted as soon as add'l info becomes available.